Event description:
The customer reported that within few seconds, he obtained blood glucose readings of 500 mg/dl and 216 mg/dl with the contour next gen meter. Based on the reading of 500 mg/dl, the customer received insulin from the insulin pump. The customer had to seek assistance from the hospital as he had an unexpected outcome as a result of administering insulin based on the high reading. No further event details were provided. The device is not expected to be returned for evaluation. The customer declined a replacement meter kit offered. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. The lot # of the contour next test strips associated with the event was not provided, so the in-house testing could not be performed. The device history record was reviewed for the suspected contour next gen meter (s/n: (B)(6) ) and no manufacturing anomalies were found. In section h4 of the initial report, the device manufacture date for the contour next gen meter (s/n: (B)(6) ) was captured as 18-jan-2022. The correct device manufacturing date is 13-aug-2022. Section h4 has been updated.